Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approximately 1 month ago, a distal type I endoleak in the contralateral limb was identified. Vessel morphology was reported as severe tortuosity at the time of the endoleak. The physician elected to intervene by placing an 18 mm x 24 mm aneurx iliac limb, which successfully resolve the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (endoleak), (severe vessel tortuosity).